Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she spent 3 days at home in pain, consumer's mother called an ambulance and consumer was taken to the hospital and admitted from (B)(6) 2018. She underwent tests and was placed on antibiotics. The consumer does not indicate hospitalization was a result of tampon use.